Event description:
One pt who had been treated 10 times previously, was treated with st on her face and neck. Excess redness occurred on the pt's neck and later developed into a blister. Pt received a st treatment on the face, st treatment on the neck, and a follow-up microdermabrasion on the face during the treatment. The parameters used were 800st filter, 150j/cm2, 15 seconds, 30 degrees c. The user states that she treated with the same technique used on this pt during her previous treatments, and consistently achieved a measured external temperature of 40-42 degrees c on this (B)(6) pt. At the conclusion of the treatment, she noted an area that "looked like dry skin", and immediately applied hydrocortisone ointment.

Manufacturer narrative:
The treating clinician asked the medical director to prescribe silvadene cream for the pt. She states that the pt also reported that she, "tried to clean the dried skin" when she went home. When the pt returned, two days after the treatment, there was a "large area of clear fluid on the left neck, between the 'adam's apple and the muscle, but not over the clavicle." She said that she "drained the clear fluid areas with a lancet" and then "augmentin (antibiotic) was also prescribed" for the pt. Sciton's rn discussed the possible causes for this burn, including a change in the pt's status of 'over the counter' medications that may have made her light-sensitive, and sensitivity to the medicated creams and cleansing agents that were applied. She asked the user to confirm that the pt is not being overly aggressive with her cleansing techniques. The user will continue to follow-up with the pt, and understands that a conclusive determination may not be made as to why this pt had the unwanted reaction in this one location when she had been treated over the entire lower face and neck with similar parameters and technique. There is no evidence that there was a device malfunction. A service call dated on (B)(6)2013 confirms this. No further adverse events have been reported by this practice.